Event description:
During a retroactive review of past treatment events for potential adverse events conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) patient reported that the patient was treated while at home. The lifevest delivered a treatment at 09:57:05 during atrial fibrillation with a rapid ventricular response (187 bpm). The rapid atrial fibrillation contributed to the false detection. The patient was awakened by the alarms and used the response buttons intermittently, but the response buttons were not pressed immediately prior to the treatment. The patient saw his cardiologist and returned home.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Device manufacture date: electrode belt: 08/01/2010. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.